Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following: visual inspection confirmed that the display lens was detached from the pump, exposing the internal components. Unrelated to the complaint, evaluation revealed that the all keypad buttons were unresponsive to button presses. The keypad cover was removed and no defects were found to any button contacts. The pump case was removed and moisture residue was found on the keypad flex and connector. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad and extended down to the primary seal. There were no power loss issues observed during testing and no evidence of moisture damage was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.